Manufacturer narrative:
Reference MFR report # 2916596-2015-02093 for the patient¿s previous report of head bleed. (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to an outside hospital with complaints of not feeling well, and after the lvad system produced low flow alarms. Log files reviewed by the manufacturer¿s technical services representative confirmed the low flow alarms. The patient was treated with intravenous fluids. Upon arrival to the implanting center, the patient¿s hemoglobin and hematocrit (h/h) were was 7g/dl and 20% respectively. A source of bleeding was not identified. It was reported that there was no evidence of pericardial effusion, intracavity mass, thrombi, or vegetation. The patient had a previously reported ¿head bleed¿ post-lvad exchange in (B)(6) 2015. At the time of admission, the patient¿s inr was 3.6, and anticoagulation regimen consisted of 325 mg of aspirin daily. The vad coordinator assessed the patient and observed that the system controller had been alarming low flow for 855 minutes. An echocardiogram was performed and the left ventricle was normal in size. With the lvad running at an unspecified speed, the septum was midline and aortic valve opened with every beat. The lvad inflow cannula was also noted to be pointed toward the septum. The patient¿s right ventricle was mildly enlarged with moderately depressed right ventricular function. The vad coordinator reported that later that day and the patient ¿looked horrible¿, and was thought to be in right ventricular failure. The patient was coded for 90 minutes; however, the patient expired on (B)(6) 2016. The family refused autopsy. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. The report of constant low flow alarms was confirmed based on the evaluation of the submitted system controller log file. However, a root cause for these alarms could not be determined and a correlation between the device and the reported event could not conclusively be established. The account communicated that the patient presented with low flow alarms. The patient was administered intravenous fluids and an echocardiogram was performed. Of note, it was reported that the lvad inflow cannula was pointed toward the septum. There was also no evidence of pericardial effusion, intracavity mass, thrombi, or vegetation. The patient was later thought to be in right ventricular failure and ultimately expired. Based on past experience with the hmii lvas and similar reported events, malpositioning of the inflow conduit has the potential to contribute to flow issues; however, a correlation between the confirmed low flow alarms and the account's report that the inflow cannula was pointed toward the septum could not conclusively be made. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.